Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular channel. Due to this, inappropriate anti-tachycardia pacing (atp) was delivered. A system revision is planned for the future, in the meantime, programming of the device has been conservatively adjusted. This device remains in service. No further adverse patient effects were reported.